Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that it was "hard to insert" the illuminator into the trocar cannula as it "felt narrow". The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for this event.

Manufacturer narrative:
Three opened valved entry systems were received in a plastic bag for evaluation. The samples were visually inspected and were found conforming. The trocar cannula/hub assemblies were then dimensionally inspected for cannula identification and were found to be conforming. A functional test could not be performed on the returned samples because the illuminator used with the trocars were not received. The final customer lot was identified. A device history record review for the component lot was conducted. There were no anomalies found based on the device history record review. The product was released based on the product¿s acceptance criteria. The returned samples were found dimensionally conforming, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. No illuminator sample was received for evaluation. The final customer lot was identified. A device history record review of the one lot was conducted.. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to its acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).